Event description:
Clinical study. It was reported that 125 days after a coronary artery drug-eluting stenting treatment procedure, the patient experienced an in-stent restenosis and had a target-vessel re-intervention (tvr). The index procedure treated 1 de novo target lesion. The target lesion was a 3.0mm vessel diameter, 18mm long, with mild calcification, and 90% stenosis, in the proximal left anterior descending (lad) artery. The lesion was predilated with a bsc 2.5x20mm maverick balloon. The physician implanted 1 taxus liberte 3x24mm drug-eluting stent (des). Post-treatment, the lesion was 0% stenosis and timi 3 flow. The patient was discharged one day post-index procedure on aspirin and clopidogrel. After 125 days, the patient presented with a diffuse in-stent restenosis of the taxus liberte stent. The proximal lad had 90% stenosis with a timi 2 flow. The patient was treated with a CABG and the situation was resolved. The physician indicated a definite relationship of the device to the event. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.